Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (greater than 600 mg/dl) with trace ketones. Contact suspected illness was the cause but could not confirm. Infusion set was changed and manual injection was administered; blood glucose value improved. Healthcare provider changed carb ratios and basal rates to address the issue. Contact declined additional assistance from tandem technical support.